Event description:
The pt is a 54-yr-old male who, some 12 years ago, had a severely displaced comminuted central fracture dislocation of his left hip. At that time he had open reduction and internal fixation of his acetabulum. He generally has done reasonably well. He is known to have a copious amount of ectopic bone and has a great deal of stiffness with intermittent pain in his hips. Some two to three weeks ago he began to have increased sharp type pain which was quite different than his previous pain. X-ray shows a portion of a drill bit which had been broken off and embedded in bone which appears to be in his joint.